Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. System logs showed a fiber communication error. The reported event was addressed with phone support. The operating room staff contacted technical support, noting that the blue fiber cable was lit red. The staff pushed the cable back in securely, and the technical support guided them through a hard power cycle. The system returned to normal functionality. No site visit was conducted.

Event description:
It was reported that at the start of a surgical procedure, an error occurred. The operating room staff contacted technical support, noting that the blue fiber cable was lit red. The staff pushed the cable back in securely, and the technical support guided them through a hard power cycle. The system returned to normal functionality, but the surgeon had decided to convert to an open procedure due to the delay. No further action was required, as the issue was resolved over the phone.